Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis in a good condition. Event log history was performed and indicated that motor rate error was recorded in history. During analysis, the reported issue regarding motor rate error was able to be duplicated during occlusion test. Service replaced worm coupling and worm gear also replaced leadscrew and clutch halves for preventive of check clutch error. Service also performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited clutch error and motor error. No adverse effects were reported.